Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified; however, it is likely that excessive use led to the malfunction, resulting in broken components, such as burst or broken plain glass in the tube. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a broken meniscus. In addition, there was a mirror dent on the distal end, the outer tube was bent, the lens in the optical system was broken, the labels were illegible, and there was debris under the eyepiece window. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the glass was broken inside the tube of a telescope, 4 mm, 0°, connector for light guide on bottom, autoclavable. The event occurred during reprocessing. There was no patient harm associated with the event.